Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility. The service technician visually inspected the unit. The reported complaint was confirmed through the events log and duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all tranducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks and solenoid failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that vela is alarming transducer fault. At this time, there was no information regarding patient involvement.